Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was inserted after an operation. A couple of hours later it fell out of the patient because the balloon had burst.